Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained when three different samples from one patient were processed using vitros ipth reagent lot 1680 and lot 1692 on a vitros xt7600 integrated system the most likely assignable cause for the higher than expected vitros ipth results for patient 1 is the presence of a sample interferent present in the patient samples tested, in this case a heterophile. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated by the customer.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained when three different samples from one patient were processed using vitros ipth reagent lot 1680 and lot 1692 on a vitros xt7600 integrated system lot 1680 patient 1 results of 1391 and 1273 pg/ml versus the expected result of 30.7 pg/ml lot 1692 patient 1 result of 1191 pg/ml versus the expected result of 30.7 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth results were not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), (B)(4) and reportability assessment (B)(4).